Event description:
At the end of an operative procedure, the staff attempted to unlock the or bed in order to raise the bed. When the button on the or table was depressed, it went from a horizontal position to a vertical position. The anesthesiologist let go of the button, and the bed continued to the vertical position. This is the alleged second or third time this has happened with this particular bed. Previously, the medical engineering department had been unable to duplicate the problem, but replaced the tilt cylinder and the o-ring in the bed, and then returned the bed to service. This time, engineers were able to duplicate the problem, and thus, have removed the bed from service and will begin their own evaluation of the problem. This bed has a network of hydraulic valves which are supposed to divert the fluid to where it is needed, their evaluation revealed that two of these valves were malfunctioning.